Event description:
It was reported to philips that the system was unable to boot up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot up correctly. Review of the logfile shows communication¿ error and faulty fan tray and dcps. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the fdcsib (flat detector interface box) was not booting and the gib (geometry I/o box) was failing during post. The fse found gib failure was caused by insufficient power to the fdcsib, disrupting san communication; checks found the ny16 board unpowered except at x1/x2, indicating a faulty fan-tray power board. To resolve the issue, the fse replaced the fan tray in the ny cabinet. The defective part was sent for analysis, for pdu fantray malfunction was observed and the failure was found to be related to a defective power supply unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.